Manufacturer narrative:
Retainer ring: missing. The pump was received with partially broken reservoir tube lip, serial number label faded, cracked select button keypad overlay, stained keypad overlay, missing retainer, scratched case, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the enter button. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.